Event description:
It was reported asymptomatic patient presented via merlin.net showing nonsustained lead noise due to post paced t wave oversensing on ventricular channel. Programming changes were made. Device remains implanted.